Event description:
It was reported to boston scientific corporation that an ultraflex tracheobronchial stent was used during a stent placement procedure in the left main stem bronchus to treat a malignant stricture, performed on (B)(6) 2010. According to the complainant, the physician encountered difficulty when attempting to deploy the stent. The stent began to deploy, approximately 1cm, and then there was significant resistance felt when pulling the deployment suture on the delivery system. The deployment suture was caught on the tip of the stent catheter, and instead of releasing the stent, kept pulling on the catheter. The excessive force applied caused the delivery catheter to bend and move within the bronchus. The entire system was removed from the patient. There was no visible damage to the stent system noted. The procedure was completed with a different size ulltraflex stent (12mm o.d. By 40mm length). The complainant estimated the delay in procedure time as approximately 5 minutes. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "fine". Additional information received on (B)(6) 2010: the stent passed easily over the stricture during placement. A pulmonary jagwire was used during the procedure, and remained in place during the attempt at deployment. While trying to deploy the stent, bowing of the catheter pulled the stent out of placement. The physician stopped, repositioned, and tried again to deploy the stent, but experienced the same result. It was reported that it was difficult to pull the suture.

Event description:
It was reported to boston scientific corporation that an ultraflex tracheobronchial stent was used during a stent placement procedure in the left main stem bronchus to treat a malignant stricture, performed on (B)(6), 2010. According to the complainant, the physician encountered difficulty when attempting to deploy the stent. The stent began to deploy, approximately 1cm, and then there was significant resistance felt when pulling the deployment suture on the delivery system. The deployment suture was caught on the tip of the stent catheter, and instead of releasing the stent, kept pulling on the catheter. The excessive force applied caused the delivery catheter to bend and move within the bronchus. The entire system was removed from the patient. There was no visible damage to the stent system noted. The procedure was completed with a different size ulltraflex stent (12mm o.d. By 40mm length). The complainant estimated the delay in procedure time as approximately 5 minutes. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "fine".

Manufacturer narrative:
(B)(4). A visual examination of the returned device found that the distal stent loops of the stent were deployed and that the shaft was bent proximal to the crocheted stent. No issues were noted with the crochet stitches at the point of release from the stent. During analysis, when the deployment suture was retracted, the catheter shaft bent and the deployment suture could not be retracted. No issues were noted with the profile of the deployed stent. The most probable root cause is operational context. A review of the device history record was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot. A labeling review was performed and no anomaly was found.

Manufacturer narrative:
(B)(4) - (stent, partially deployed). The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.